Event description:
In 1978, left mastectomy for breast cancer. In 1984, right mastectomy for fibrocystic dense breasts. Silicone implant in 1987. Removed and replaced with new silicone breast implants in 1992. Severe pain over chest wall and ribs for 1 1/2 yrs. Elevated esr.